Event description:
Caller states that customer received a result of 487mg/dl and took 25 units of novolog 70/30 in response. Approc 2-3 hrs later customer's blood glucose tested at 217mg/dl, but she was unresponsive. Customer was taken to the hosp where she stested at 35mg/dl an unk time later. She received an IV while at the hosp and released 10 hrs later. No quility controls were used. Requested return of suspect device and replacement was sent.